Event description:
Two single-channel deep brain stimulators were replaced with a dual channel rechargeable stimulator. Afterward, there were multiple high out-of-range impedance readings. The electrodes used for stimulation were reprogramed; the current was increased from 233 microamperes to 6,178 microamperes. The hcp concluded that the extension cable was not fully inserted into the stimulator head. The system was revised one month after implant. After fully seating the extension into the device, the system functioned as expected. There were no adverse events reported due to the extra surgery.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.